Event description:
It was reported that the patient faced an infusion set leakage on the site while doing the set change on (B)(6) 2026.the infusion set was in use for three days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).